Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previoulsy reported a ventilator failed to power on and the system board was replaced to address the issue. There was no harm or injury during additional evaluation at the manufacturer service center, a "service required" alarm condition occurred related to the internal battery. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.